Manufacturer narrative:
Patient's weight is unknown. (B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on pump support and no further issues have been reported at this time. A direct relationship between the reported event and the device could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 with complaints of dizziness and melena. No acute decreases in hemoglobin were observed. The bleeding site was reported as gastrointestinal. Anticoagulants at time of event was aspirin and warfarin. It was also reported that the issue resolved on (B)(6) 2016 and the patient was discharged home.